Manufacturer narrative:
A software analysis was initiated to determine the cause of the event. Software analysis confirmed that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the trajectory views do not match a radiographic setup in the software. When doing a radiographic approach, the orthogonal views show right and left correctly, however the trajectories don't. There was no patient impact reported and no delay to surgery.